Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3-4 degenerative mitral regurgitation (mr), significant deviation from p2 medial to p3 (posterior leaflet segment 2 and 3), and a3 (anterior leaflet segment 3) was also billowing, making it a barlow-like case, prolapse posterior, flail posterior for a mitraclip procedure. Due to the subvalvular tissue, it was decided to approach a3p3 with an ntw strategy and medial a2p2 with an xtw strategy. An ntw was inserted first and grasped a3p3. The mr disappeared more than expected. The target was a3p3, but the ntw was placed on medial a2p2. With the mr reduction visualized, it was decided to switch to a 1-clip control strategy with an xtw. The ntw was removed and an xtw was inserted. It was placed in medial a2p2. After the shaft was removed, there was concern about a single leaflet device attachment (slda) due to the large movement of the posterior leaflet and subsequent movement of the clip. Since the posterior leaflet was firmly placed and there was little space to place a 2nd clip, the implanter decided to end the procedure. The mr was reduced to grade 1 and there were no adverse patient effects.